Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device mfg date: monitor: 05/01/2012 - reuse, electrode belt: 11/01/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The niece of a (B)(6) male pt reported that the pt was treated. The lifevest delivered two inappropriate treatments at 06:13:33 and 06:13:55 during atrial fibrillation. The rapid atrial fibrillation contributed to the false detection. The pt was conscious response buttons were pressed intermittently, but not immediately prior to the treatments. It is unk if the pt sought medical attention. The pt continued to use the lifevest.